Event description:
It was reported that the patient presented with non-capture of the right ventricular (rv). A review of previous interrogation reports indicated that the lead thresholds had risen. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.